Manufacturer narrative:
A DHR review was performed and was found to be complete and accurate. Barrier production records were reviewed and no issues were noted. A qualitative comparison of the returned sample to an unused barrier sample of the same material indicated equivalent amount of tack (by feel). There were no dry spots observed. Scanning electron microscope was used and nothing remarkable or unexpected was noted. No evidence of lack of tack or adhesion could be confirmed on the returned samples.

Event description:
It was reported that the anchorfast endotracheal tube was applied to the patient on (B)(6) 2016. The anchorfast was replaced on the same day as the left cheek pad was pulling away from the patient's face.